Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced st elevation after the balloon catheter was initially inflated. Nitroglycerin was administered but the st elevation level did not go back to normal soon. Approximately three minutes later, the patient reverted. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files for the date of the event were returned; however, the files were corrupted and could not be analyzed. No physical product was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.